Event description:
During a powerpoint presentation by a physician, information was disclosed that showed that an esophageal perforation by standard nasogastric tube had occurred. The insertion of an edi catheter afterwards followed the path through perforation despite multiple placement attempts. It was later correctly placed under fluoroscopy and the perforation closed spontaneously. (B)(4). Ref MFR # 8010042-2014-00038.